Manufacturer narrative:
Data downloaded from the device indicates a single meter error 3 was returned on the date of occurrence. This does not indicate that the device malfunctioned, if the user removes the strip from the pdm after having applied a sample but before the meter provides a final result, then the application will declare meter error 3. Based on the strip simulation tester, blood glucose readings were found to be within specification and record successfully into the device memory. During the bg meter strip insertion verification test, the pdm recognized the activities and registered readings immediately.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported that the patient had required medical intervention due to a seizure. The patient's blood glucose (bg) levels dropped to 88 mg/dl while wearing the pod between 36 and 48 hours. Patient's mother reported giving the patient nasal glucagon due to having a seizure. The patient was released the following day. An ambulance was called and emergency medical technicians (emt) came to the home and advised mother to feed the patient carbohydrates; no treatment was provided by emt professionals. Emt's believed there was an issue with the personal diabetes manager, as they could not rationalize patient having a seizure with a bg level of 88 mg/dl. The patient's blood glucose history is as follows: (B)(6).